Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later post filter deployment, the bard g2 inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed, and a cavagram was performed which demonstrated patent inferior vena cava. Then a 10-french sheath was placed in the inferior vena cava and a colon from a filter to a site was advised. Despite multiple attempts, the filter could not be achieved. Attempts at the filter but also made with a dense band and a amplatz was next air. However, the filter could not be retrieved and subsequently the procedure was abandoned. Finally, unsuccessful attempt at retrieval of bard g2 filter. After one month, the bard g2 inferior vena cava filter was again attempted for removal. The right common femoral vein was accessed, and a long 9-french sheath was placed. Then the right internal jugular vein was accessed, and a long 10-french sheath was placed. A cavogram was performed which demonstrated a malpositioned inferior vena cava filter, with tip embedded in the left wall of the inferior vena cava. Then, multiple attempts were made at retrieval of the filter with both an amplatz gooseneck snare as well as ensnare device, but those were unsuccessful. Also, attempts at pushing the filter from the below were also unsuccessful. The tip of the filter could not be freed from the wall of the inferior vena cava. Again, multiple combinations of snaring the filter from above and below as well as using the bard filter retrieval device were all unsuccessful. Also, snaring the legs of the filter did not aid in freeing the tip of the filter. Eventually, attempts were aborted. Finally, failed attempts at retrieval of the inferior vena cava filter. After four years and seven months, a computed tomography of chest was performed for shortness of breath, hypoxia and evaluation for pulmonary embolism. The study showed that there were filling defects within the segmental branches of the left pulmonary artery to the upper lobe and less significantly within segmental branches of the left pulmonary artery to the lower lobe. Also, filling defects within the segmental branches of right pulmonary artery to the lower lobe. The findings were consistent with pulmonary embolism. Therefore, the investigation is confirmed for the alleged retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.